Event description:
As reported by the user facility ((B)(4)): no flow or maybe a partial infusion.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided when the inspection results become available. (B)(4).

Manufacturer narrative:
(B)(4). We received 1 used (quarter filled) easypump ii lt 60-30-s without package. The received sample was visually examined. Damages or manufacturing faults were not detected. In as-received condition the white clamp is closed at the sample. The original wing cap was not handed over by the customer. After opening the top cap and removing the closing cone, we detected fluid / crystallized drug residues at the filling port (lli-cone) and at the lla-cone of the patient connector. A functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump did work (solution was running). Furthermore we tested the flow rate of the used sample. Nominal: 2 ml in 1h. Actual: 1.8 ml in 1h, 3.7 ml in 2h, 5.6 ml in 3h. A slow flow (as described by the customer) could not be determined at the sample. We assess this complaint to be not justified. Reviewed the device history record (DHR) and there were no abnormalities encountered during in process and final control inspection.